Event description:
It was reported that during a scapholunate repair, the pin broke and the metal tip was retained in the patient. The reporter stated the pin was being advanced (radial to ulnar) with the metal trocar first to dilate the hole more. The pin pig-tailed and broke. A needle driver was used to retrieve the pin at which time the pin disengaged from the metal tip; the tip was not able to be retrieved from the scaphoid. The case was completed by placing two k-wires on either side of the metal trocar through the scaphoid and lunate to obtain the desired reduction. The surgeon will remove the k-wires after healing has occurred. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but per the facility will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include not pre-drilling the pilot hole when hard bone is encountered, exposing too much of the pin in the driver during insertion, and/or over-flexing the device during use. Per device directions for use (dfu-0107), over-flexing of the device may cause breakage or cracking. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Requested for eval but not provided.